Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006808, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006808 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 25/apr/2024, with a total of (B)(4) units. Assembly lot: the lot 4d03116 was assembled according to wi version 27 on-line inspection for assembly of quick set on 25/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set cannula damaged event on (B)(6) 2025. The insertion site was back. The infusion set was in use for three days. No further information available.